Manufacturer narrative:
The subject device was not returned to edwards for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. Based on the information received, the root cause is most likely operational context. There was no indication or allegation of a device malfunction contributing to the event. The instruction for use has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through the implant patient registry that the a 23 mm edwards aortic valve was explanted at implant. Intraoperatively, the native valve was bicuspid heavily calcified and stenotic. After the removal of the native valve, the annulus was sized for a 23 mm edwards valve. The 23 mm edwards valve was placed and it seated well. The sutures were secured with core-knot. The valve was inspected and appeared ¿ok¿. The aorta was inspected and found to have scattered calcifications in the root. The aortotomy was closed and the aortic cross-clamp was removed. After the patient resumed sinus rhythm, tee confirmed aortic valve insufficiency. The surgical staff elected to re-place the aortic valve. Patient was placed back on bypass and the aortotomy was re-opened. The subject device was inspected and it appeared well seated and all the core-knots were secure. The surgical team could not identify where the leak was coming from. Then the subject device was removed, the native annulus resized and confirmed the size. Another 23 mm edwards valve was selected and placed. The aortotomy was re-closed and the aortic cross-clamp removed and controlled root reperfusion performed. The patient required cardioversion x 3 to resume sinus rhythm. The patient was then weaned from bypass with the assistance of iabp and inotrope. Tee echo confirmed and appropriate functioning valve in the aortic position as well as much improved biventricular function. Cardiac index was 3. During the closing phase, the patient developed pulmonary edema with hypoxemia refractory to the usual measures. This was a life-treating complication and the surgical team elected to place the patient on veno-venous ECMO. Then the patient was transported to the ICU for further management.